Event description:
It was reported that the customer had a pt in a bed for a stereo examination on the mammomat inspiration system. The system was tilted to an angle between 60 and 90 degrees. When starting the exam, the system automatically runs +/-15 degrees to acquire the stereo images. The unit acquired a first pair of stereo images, and then moved 15 degrees to acquire a second set. When the system moved downward 15 degrees, it collided with the pt bed. This caused the unit to move approximately 20 cm sideways on the floor and rotate approximately 5 degrees out of position. Because the unit compression force was low at the time of the collision, the pt's breast was released from the compression paddle. The system displayed multiple error messages and had to be shut down and restarted causing the exam to be delayed. There was no injury involved in the described event. This event happened in (B)(6).

Manufacturer narrative:
A detailed investigation of the system is necessary to determine the root cause of the described issue, however, but our factory experts reported that they had provided operational hints to prevent the reported issue from reoccurring. Borders on the floor were marked to show where the system can potentially collide with the pt table. Customer's address: (B)(6).